Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that there was blood in the distal electrode, the outer insulation was breached cut, and there was apparent explant damage.

Event description:
It was reported that the right ventricular (rv) was possibly dislodged. The lead had been implanted earlier in the day and threshold had increased. The lead was explanted and a longer lead was implanted. No patient complications have been reported as a result of this event.